Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of an inoperative flogard infusion pump was confirmed. During evaluation of the device, battery low alarm occurred which caused due to main batteries being defective/inoperative. Service replaced batteries onsite at the facility by a baxter field service technician to resolve the problem. If additional relevant information becomes available a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4) - the exact occurrence date for this event is unknown.

Event description:
The facility reported a flogard infusion pump that "is inoperative". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.